Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell off the bike on (B)(6) 2017. The patient was bleeding due to an open wound found over the implant site. After the accident the patient had no sound perception with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally, two electrode channels were already in status hi prior to the reported impact. Re-implantation is being considered but no date has been scheduled.

Event description:
The patient fell of his bike on (B)(6) 2017. The patient was bleeding due to an open wound which was found over the implant site. After the accident the patient no longer had any sound perception with the device. The patient will not be seen again until re-implantation, which has been delayed for approximately another month. No date has been set for the surgery yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell off his bike; he was bleeding from an open wound over the implant site. After the accident the patient no longer had any sound perception with the device. The patient was re-implanted.